Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 409 mg/dl and current blood glucose level was 192 mg/dl. Customer was treated with insulin shot. Customer stated that the adhesive did not stick. Customer was no need to troubleshooting for insulin pump and other factors. Customer was changed infusion sets lost clip in his pocket or free flowing out of the bed. The insulin pump will not be returned for analysis.